Manufacturer narrative:
The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to connector stackup anomalies with the older version interface seal (o-ring) on the cac connector that requires excessive force to lock the controller connector. The most likely root cause of poor mechanical connection could be attributed to the older version interface seal (o-ring) that is thicker in dimension as compared to the present version interface seal (o-ring) on the cac connector. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safety: either two batteries or one battery and an ac adapter or dc adapter. Proper connection is verified when the ac/dc indicator on the controller turns green and the corresponding battery indicator turns off. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the perfusionist that the locking mechanism of the controller ac adapter did not work. Excessive force was needed to make the connection. The ac adapter was exchanged with no effect on the patient. No further information was provided.